Event description:
The customer notified siemens regarding three samples which were false positive on the advia centaur xp rubella g (rub g) assay. Two of the samples were negative for rubella igm. One patient was immunized based on the results. The are no other reports that treatment was altered or prescribed based on the results. There are no reports of adverse health consequences based on the results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00088 on march 19, 2014 for three false (B)(6) advia centaur xp rubella g results. June 6, 2014 - additional information: siemens received two samples from the customer and tested them on two reagent lots of advia centaur xp rubella g. The samples were also tested with heterophilic antibody blocking tubes (hbt). Sample b: reagent lot 068177 369 iu/ml, reagent lot 068177/with hbt 415 iu/ml, reagent lot 068179 320 iu/ml. Sample b: reagent lot 068177 295 iu/ml, reagent lot 068177/with hbt 317 iu/ml, reagent lot 068179 284 iu/ml. Siemens confirmed the customer's advia centaur xp rubella g results indicating that the issue is not site specific or reagent lot specific. Based on the hbt results, the positive results are not caused by hama or heterophilic antibodies. No further sample is available for additional investigation. The customer tests approximately 300 samples a month. The system is performing to specification.

Manufacturer narrative:
The cause of the discordant results is unknown. Quality control results were within the manufacturer's ranges. No other samples are impacted. Siemens has requested the samples for testing. The intended use section of the instructions for use (IFU) states: "the use of the advia centaur rubella g assay to diagnose recent infection by testing acute and convalescent samples is not recommended. The calculated values for rubella igg in a specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by laboratory to the physician must include the identity of the rubella igg assay used. Values obtained with different assay methods cannot be used interchangeably. The reported igg level cannot be correlated to an endpoint titer."